Event description:
It was reported the patient's device was turning off by itself. It was stated the patient would be able to turn the device back on "after a few tries," but the patient was not receiving therapy even when the device was on. It was stated when the patient walked, stimulation could not be felt, resulting in acute back pain. It was stated the device showed the battery was "completely empty," but stimulation was still on. An error message was seen, but the accompanying code was not reported. Troubleshooting was suggested, but no patient outcome was reported. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: lead model 3778-60 lot # v076135007; lead model 3778-60 lot # v070257031; programmer model 37742 serial # (B)(4).